Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior instrumentation due to a trauma . An unknown time post-op, it is reported that the patient has experienced "sinking" of the construct. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.